Manufacturer narrative:
Model number/catalog number: sc-2317-70. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation and uncomfortable epigastric sensations with stimulation. The physician suspected that the leads were too high in the spine. The patient underwent revision wherein the leads were repositioned and re-anchored. No device malfunction was suspected. The was doing well postoperatively.